Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the damaged scope socket was an impact when the user connected the light guide cable. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was evaluated by olympus. The scope socket was found damaged, with the light guide cable stuck inside; replacement of the scope socket was required in order to resolve the problem.

Event description:
A user facility returned the olympus, cv-170 video system center for repair due to a report of an image related problem and multiple errors. Upon evaluation of the returned device, the scope socket was noted damaged. There was no patient injury or harm, associated with the problem, reported to olympus.